Manufacturer narrative:
Concomitant medical product: w4tr01 ipg, implanted: (B)(6) 2021; 459888 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable threshold and was confirmed to have dislodged on chest x-ray. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.